Event description:
It was reported that an ilet device developed a progressively worsening display defect with white lines at the top of the screen and an unresponsive touchscreen, and the user also experienced charging difficulties; photo evidence and navigation difficulty supported the need for replacement. Symptoms included no reported adverse health effects. Outcomes included no reported impact on clinical status, medical intervention, hospitalization, or changes to therapy. Investigation included customer interview and photo review, with device replacement and request for return. Investigation of this device revealed the device powered on when placed on a charge pad and the touchscreen was able to be used to swipe, scroll, and interact with buttons on the screen.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.